Event description:
It was reported that the left ventricular lead was explanted due to unacceptable thresholds. It was also reported that during the implant procedure, thresholds were unacceptable. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Other text : trueiattain otw implantable pacing lead. It was reported that the left ventricular lead was explanted and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed; visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, high threshold.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event.